Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient¿s ins started moving since implant and is now poking out of the patient¿s side and hurting. The patient stated they were told it could move at their 2 week examination. The patient stated it has now stopped shifting. The patient was redirected to their healthcare professional (hcp) for further assessment and potential imaging.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.